Manufacturer narrative:
Additional information: g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
During an atrial fibrillation, it was reported the advisor hd grid and tacticath se ablation catheters were flashing red due to a communication issue with the amplifier. This resulted in an unsuccessful procedure. When it would flash red, the catheters would stop moving even though the catheters were physically being moved. Both the patient reference sensor lights remained green, however the advisor hd grid and tacticath se ablation catheters lights were red during this issue. It was attempted to change the tacticath se ablation catheter port from 1 to 2, changed the cable from the ampere generator to tactisys quartz, moved the field frame to ensure the patient reference sensors were in the middle of the field frame, and replaced the tacticath se ablation catheter. Turning off the amplifier, waiting 20 seconds, and turning it back on resolved the issue. The procedure was completed with no adverse patient consequences; however, the procedure will need to be redone due to the communication issue with amplifier.